Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Due to field limitations an incomplete sample ID was entered. Patient identifier. The complete entry is (B)(6).

Event description:
The customer reported a falsely elevated architect magnesium result for an (B)(6) male. Sample ID (B)(6): initial 8.9 mg/dl, retest 2.9 mg/dl, retest alternate architect 2.0 mg/dl. A new sample was collected (sample ID (B)(6)) generated 2.3 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there were no other complaints for lot 24857un17. Tracking and trending report review for the architect magnesium assay determined that there are no related adverse or non-statistical trends. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect magnesium assay was identified.